Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7 and h6 (patient code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinic note dated 12 dec 2019: patient presents with persistent pain and instability. Physical exam confirms the instability. X-rays indicate possible loosening of the tibial tray. The physician notes the loosening of the tray was not confirmed. Patient is referred for revision surgery.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and competitor cement was utilized x2. The surgery was completed without indication of complication by the surgeon. The patient received a right total knee revision due to complex instability. Upon entering the joint, all implants were noted to be well fixed but revised., with the exception of the patella, which was debrided of surrounding scar tissue and left in place. Competitor implants and cement were utilized at revision. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2017; dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product x-ray images have been provided for review. No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.